Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient had an irritation under the therapy electrodes of the lifevest. The irritation was described as red and itchy with blisters. The patient was given a prescription cream and a pill from his physician. Follow-up indicated that the rash was improving.